Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting premature battery depletion and model#125 was demonstrating high pacing thresholds.